Manufacturer narrative:
The t:slim pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with 300 units of insulin. The customer¿s blood glucose level was 120 mg/dl. During the call with tandem technical support it was discovered the customer was not performing the proper air removal technique. Reportedly, the customer had manual injections for alternate insulin therapy and declined a follow up call from tandem technical support.

Manufacturer narrative:
It was reported multiple minimum fill notifications occurred across multiple cartridges.